Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient indicated that their implant seems to have dislodged when they fell recently, and they have a significant increase in pain. They would like to contact their implanting healthcare professional (hcp) to examine the situation so patient services provided their contact information to follow up with. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on september 17, 2019. It was reported that the doctor had confirmed the battery pack had migrated. The patient also reported the ins had proven useless; that it never was of any help in the first place. The doctor's opinion was that the migration was not causing the pain. The doctor told the patient that if they want it taken out in the future, they would do that for the patient but at this time they were electing to "let the thing migrate". The issue was not resolved. Further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2019. It was reported that the doctor had confirmed the battery pack had migrated. The patient also reported the ins had proven useless; that it never was ofany help in the first place. The doctor's opinion was that the migration was not causing the pain. The doctor told the patient that if they want it taken out in the future, they would do that for the patient but at this time they were electing to "let the thing migrate". The issue was not resolved. Further complications were reported or anticipated.